Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (stent deformation <(>&<)> stent embolism). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusion: inherent risk of procedure ¿ (stent deformation <(>&<)> stent embolism). Unable to confirm complaint (device or procedural images not provided for review). (Root cause could not be determined). (B)(4).

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion. Device was removed from packaging and inspected prior to use with no issues noted. Device was prepped prior to use with no issues noted. The lesion was pre-dilated but the device was unable to cross the lesion. The stent became deformed while passing through the lesion and dislodged. Resistance was encountered when advancing to the lesion but force was not used. There was no patient injury. Physician has indicated that the event was related to use of the device is a difficult lesion morphology/anatomy.

Manufacturer narrative:
Results: patients condition affected effectiveness of device (physician indicated event was related to use of the device in a difficult lesion morphology/anatomy). Conclusion: failure related to patient condition (physician indicated event was related to use of the device in a difficult lesion morphology/anatomy). (B)(4).

Event description:
Device evaluation: the distal tip was flared. The stent was not present on the delivery system balloon. Crimp impressions were visible along the working length of the balloon. The balloon folds on the proximal pillow were partially opened and disturbed. Image review of the procedural images provided by the account confirm the presence of diffuse disease in the left coronary vessels. The images capture the successful deployment of an unidentified stent in the left coronary vessel. However there are no images capturing the attempted delivery, dislodgement of the resolute integrity stent or the location of the stent post dislodgement.